Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the insulin pump was not functioning properly. Customer stated that when he tries to get it to reset itself the insulin pump does not work. Customer also stated that when he primes it, the insulin pump gets stuck in that phase. Customer stated that this has occurred several times. Customer's current blood glucose reading is 71 mg/dl. No further information reported.